Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that the wake button was sticking. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 346 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged quick bolus button issue was verified. Additionally, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.